Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Nearly ten (10) years post initial procedure, the patient presented with a growing aneurysm (unknown diameter) due to an unknown cause. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured, and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest aortic stenosis at the distal portion of the afx bifurcated stent graft and left common iliac artery occlusion occurred that was not included in the event as reported. These findings were discovered during an examination of the 119-month post implant computerized tomography scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx suprarenal aortic extension. Nearly ten (10) years post initial procedure, the patient presented with a growing aneurysm (unknown diameter) due to an unknown cause. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown. After the initial report, the clinical evaluation also shows reasonable evidence to suggest aortic stenosis at the distal portion of the afx bifurcated stent graft and left common iliac artery occlusion occurred that was not included in the event as reported. These findings were discovered during an examination of the 119-month post implant computerized tomography scan.